Event description:
On (B)(6) 2019 the user heard static before losing all sound. The user also reports pain which is described as being a 2 on a 1-10 scale. There has been no changes in the user's health and no reported illnesses. In addition, there is no report of any accident or trauma though the user did report some swelling and pain in front of the ear. The recipient was reimplanted on (B)(6) 2020.